Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. They reported that they were able to get their lost programmer replaced. Their urinary retention resolved, and they notified their hcp about it. No device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by a friend/family member that the patient is feeling like she is not fully emptying her bladder for the past couple of weeks. The caller was redirected to follow up with the doctor regarding patient symptoms. Caller reported patient has lost the patient programmer and has not been able to adjust her therapy, and caller was connected to a foundation to have the programmer replaced. The patient does not currently have a doctor to manage their device. No further complications were reported or are anticipated.